Manufacturer narrative:
(B)(4). Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for incorrect stopper position with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to missing heparin additive was not observed. Five retained syringes were analyzed for the presence of heparin and was present in all. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported before use the bd preset¿ arterial blood collection syringe had a molding defect - resulting in significant effect on volumetrics and missing additive. The molding defect event occurred 30 times. The missing additive event occurred 30 times. The following information was provided by the initial reporter: when opening the package, the customer found the abg plunger stopper wrong position in syringe (the stopper is at 0, not 0.5ml). At the same time, no obvious additive was found attached to the tube wall.